Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, during proximal construct and distal construct for growing rod final fusion of t2-l4, while final tightening, the unknown set screw's thread sheared off. This happened while not using the anti-torque. Once the surgeon used the anti-torque the set screw did not shear off. But it happened three times. The patient was exposed to additional anesthesia for ten (10) minutes. The procedure and patient outcome were unknown. Concomitant device reported: polyaxial screw (part # 186112425, lot# unknown quantity #3) this complaint involves three (3) devices.